Manufacturer narrative:
The treatment tip has been discarded and the datalogs are not available for evaluation. The device serial number is unknown. The investigation is underway.

Event description:
A user facility reported that a patient who received a thermage cpt treatment approximately 15 months ago has developed a small lump on the mid right quad where the treatment was performed. The event was brought to the attention of the treating facility approximately 10 months after the procedure. It is unsure if the lump is related to the treatment. The patient¿s current status was reported as having a lump on the leg with the possibility of permanent scarring or damage. The patient is not in any pain and long-term issues are not anticipated. An available picture was reviewed by the medical reviewer; the lump is visible in the picture. The person who performed the treatment no longer works at the reporting facility, therefore information regarding the treatment is limited. It was reported that no other treatments were being performed in the same area where symptoms were reported, and the patient had not undergone any other treatments in the same symptom area within the past 90 days. The patient was not under anesthesia, nor did they receive any pain medication. The highest energy level used is not known. Based off the patient chart, no system errors or anything out of the ordinary occurred during the treatment. It is believed that stamping method was used to perform the procedure. The associated treatment tip was not used prior to treat other patients. The treatment tip has been discarded and the data logs have not been provided for evaluation. The reporting facility noted that they have not experienced any problems with their thermage device or any other patient treatments.

Manufacturer narrative:
According to the thermage cpt user manual, lumps are a known possible adverse patient reaction to thermage cpt treatment. Reports of sub-cutaneous ¿lumps¿ or ¿nodules¿ occurring primarily in the neck area may occur, it typically self-resolves within 1 or 2 weeks without adverse sequelae. No product returned for evaluation was performed as the treatment tip was unavailable for return. The user facility did not provide log files since the event occurred over a year ago. It was reported that the provider has been using equipment for many other thermage treatments since the event without further issues. Trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.